Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported unit displayed a red x and had a message to install battery. There was no reported adverse patient impact.